Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h10k17083, h10i20015), with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During follow-up for an unrelated issue, the nurse reported the patient had been diagnosed with gram positive (B)(6) on (B)(6) 2011. The patient was treated with antibiotics and was not hospitalized. There was no exit site or tunnel infection associated with this event. The peritoneal diaysis (pd) effluent analysis taken prior to the start of antibiotics revealed a leukocyte count of 588. The patietn began apd on (B)(6) 2009. The patient is on local dianeal solution. The nurse did not consider the solution suspect and the solution was not stopped due to the peritonitis. The patient's transfer set was not replaced. The cause of the peritonitis was unknown. The patient has recovered.